Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated the ipg was explanted and replaced as the patient had not charged the device for an extended period of time. No complications were noted during the procedure and postoperatively effective therapy was reported.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation from (B)(6) 2017 since then patient has not charged the device. Patient stopped using therapy as his pain had improved. But now the pain has returned and would want to use therapy. Company representative interrogated the device and were unable to communicate with external devices. To address this issue patient may be awaiting surgical intervention at a later date .